Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, sub acute thrombosis occurred. The bifurcation lesions being treated were both calcified. The circumflex (cx) was 85% stenosed and the obtuse marginal (om1) was 70% stenosed. IV heparin and reopro were administered. The physician used a cutting balloon first and then a regular balloon to dilate the om1. IV dopamine was started. Intra aortic balloon pump (iabp) was inserted. The physician then used a cutting balloon to dilate the om1 again. IV dopamine was turned off for 20 minutes, but was then restarted. The physician placed a regular balloon to the om1 and a regular balloon to the cx. Using a kissing balloon angioplasty technique, the physician dilated both lesions. The pt went into a slow ventricular tachycardia. Kissing balloon angioplasty to both lesions was done again. The physician then successfully deployed a taxus express2 2.5 mm x 16 mm stent in the distal cx. A taxus express2 2.5 mm x 20 mm stent was successfully deployed in the om1. The physician post dilated the stents with the delivery balloons. It was reported that there was possible clot formation around this time. The physician successfully deployed a taxus express2 2.5 mm x 8 mm stent in the mid om1. This was post dilated. IV dopamine was increased at this time. Cv surgeons and anesthesia were called. The pt was hemodynamically unstable and needed intubation. IV dopamine was increased again. The physician balloon dilated the proximal om1 and the cx with a balloon. IV levophed, IV angiomax, and ic nitroglycerin were administered. The physician then redilated the taxus 2.5 mm x 20 mm in the om1, as well as the distal and proximal cx. Multiple balloon dilatations were performed in the om1 and cx to break up the clot that had formed. However, some clot remained at the end of the procedure. The physician then deployed a taxus express2 2.5 mm x 16 mm in the mid cx and a taxus express2 2.5 mm x 16 mm in the distal cx. It was then the physician terminated the procedure. The pt was sent to the ccu for observation. The pt began to have a myocardial infarction, st elevation per EKG, later that evening. The pt passed away at an unk time. Same case as MFR# 6000089-2004-00463, 00464, 00465, 00466, 6000093-2004-00354.